Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection showed some cosmetic damage. The battery compartment and the pump housing were found to be cracked. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment as well as the pump housing were cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2013.